Event description:
It was reported that three catheters were received and one catheter was damaged. At the end of the shipping tube where the cap and plastic meet, the shipping tube was broken. The device was received in materials management and brought up to surgery broken. It was unknown if the shipping box was damaged.

Manufacturer narrative:
One graft thrombectomy catheter was received inside a broken shipping tube; the round outer brown box was not damaged. The catheter was received with the clear adaptor broken at the bond site, between the clear adaptor and the white tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was removed from the tube, it was found to be in good condition. The complaint was confirmed and appears to be related to shipping of the product. An investigation is underway to determine the root cause of the shipping damage and implement corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.